Manufacturer narrative:
(B)(4). On may 29, 2015, arjohuntleigh has received from the FDA a request for additional information in relation to the event reported under manufacturer report. Report: 3007420694-2015-00062. In regards to the response letter already sent on june 24, 2015, we believe that following information should be also included in this report: our initial assessment revealed that part of the electrical system (in particular the battery box) used on enterprise 5000x (device claimed as faulty in this event) is significantly similar to the one used on enterprise 5000x. The enterprise 500ox itself has never been marketed in the USA. The complaint was reported to the FDA in abundance of caution, based on the similarity of the battery box and the potential that the same issue could occur on all beds from enterprise x range, based on our assessment at that time. Further evaluation of the issue, including an in-depth review of all technical aspects of the battery boxes used on the enterprise x family. Range, revealed that our initial assessment was not correct. The part which was involved in the incident on enterprise 5000x is different from the part used and with the same functionality on enterprise 5000x and cannot be considered to be significantly similar where it could matter with regards to fire risk, as different components are used. In hindsight this means that we should not have reported to the us FDA, however, since at the time of the reporting we were not aware of that difference we chose to report first, and investigate further, later. In addition to the event itself, we were able to confirm that although there were some heat damages observed on different parts of the bed, it is ensured per the design that the fire would not spread and materials on the bed would not become ignited. The battery plug (connector, ulcsb-9i6i0x-105c-s85-s90 pvc) is designed in v f accordance to ul 94 (plastics flammability standard) and has been classified as ul94v-0. Moreover, all plastics used in electrical enclosures (control box housings etc.) Are specified as ul94v-0 fire rated. Additionally, it appears worth noting that the battery has an integrated fuse, therefore in the situation of a short-circuit the fuse is to cut power immediately and then, should any spark occur, the connector insulation and electrical enclosures are there to prevent any fire risk. The enterprise 5000x, per the labeling, was designed in accordance to safety standards and classified with ul 60601-1. The bed is compliant and approved to, inter alia, bs en 60601-1-2006. Clause 15.4.3.1 relating to battery housing and bs en60601-1:2006 clauses 11.3, 13.1 and 15.4.2.1. Relating to plastics used in the electrical enclosures. The faulty electrical parts have been sent to the supplier for further evaluation. The supplier conducted a root cause analysis and concluded two possible root causes of the failure: intermittent connection inside the dc plug due to a mishap in the soldering process; the distance between two soldered pins was found to be too small to be optimal. The conclusion of the final report submitted to the FDA on april 28, 2015 has not changed as a result of the information presented above.

Manufacturer narrative:
(B)(4). When reviewing reportable events for the enterprise beds family, we were able to establish that this issue is considered to be a single, isolated event. The product involved in the incident is an enterprise 5000, model e5x1dd101aaaaa, serial number (B)(4) which was manufactured on february 2, 2015 for (B)(6) market. The device has been delivered to customer at (B)(6) 2015 and was in use for one month before the issue occurred. The device history record has been reviewed; no anomalies were recorded on the record at the time of manufacture one of the requirements of the work instructions and quality procedures for the enterprise range bed is to check all electric operated functions on 100% of manufactured devices. Inspection of the involved parts conducted in the co-operation with the supplier revealed that the failure was related to an intermittent connection inside the dc plug. The x ray of the dc plug showed a poor soldering at dc connector which caused the solder joint to be insecure and susceptible to the breakage and/or disconnection during the usage, which further lead to the claimed situation. The supplier checked the stock and was not able to find more affected parts, this might indicate that this was one isolated failure. In summary, the device which played a role in this event was not being used for treatment or diagnosis at the time of issue occurrence. The device did fail to meet its specifications as a non-conformed part was delivered by the supplier and assembled into the device. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
It has been claimed by the facility that there has been a failure within the cable connecting the control box with the battery that has caused the insulation of the cable to ignite. Fortunately there was no pt on the bed at the time and a member of the facility staff switched the supply off at the wall. The bedding has been slightly damaged but did not combust.

Manufacturer narrative:
(B)(4).